Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the reservoir was leaking. The customer stated that she noticed the leak when she removed the reservoir for an air bubbles issue and both the reservoir and compartment were wet. The customer also stated that when she filled the reservoir, there were no leaks and the tubing goes on fine. The customer then stated that the current reservoir is not leaking but there are air bubbles. Nothing further was reported.